Manufacturer narrative:
B3: date of event - event date was not reported and was approximated to 01jun2021. D9: returned to manufacturer date was updated h3: device evaluated by manufacturer: upon receipt at our post market quality assurance laboratory, this v-18 control wire was analyzed. The returned device matches with the upn provided by the customer. Visual inspection revealed the returned guidewire distal tip, was bent and the polymer jacket was peeled. Microscopic inspection also confirmed the distal tip was bent. The device was measured in three sections (distal - medium - proximal) and confirmed that it was within specification.

Event description:
It was reported that the coating peeled off the tip of the wire. A v-18 control wire was selected for use in a procedure in the superficial femoral artery. After removing the device from the patient, it was noted that the coating came off the tip of the wire. No device fragments were seen left inside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the coating peeled off the tip of the wire. A v-18 control wire was selected for use in a procedure in the superficial femoral artery. After removing the device from the patient, it was noted that the coating came off the tip of the wire. No device fragments were seen left inside the patient. The procedure was completed with another of the same device. No patient complications were reported.